Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 23, 25, 68, and 49. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected pump alarms occurred during testing. The insulin pump was returned for power error alarm25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump was received with scratched case, serial number label fading, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and severely scratched lcd window.